Manufacturer narrative:
On 24-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and there was charring on side of the tip electrode. The physician considered the amount of charring to present a patient risk. There were no issues related to the catheter, pump, and generator settings. The patient was anticoagulated with an activated clotting time (act) of 300 maintained throughout the case. No error messages or product problems were noted. Details regarding troubleshooting or the completion of the procedure were not provided. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. However, char residues were observed during the device decontamination process prior arriving to analysis site. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number 31488501m, and no internal actions related to the reported complaint were identified. The char reported by the customer can be confirmed, based on the decontamination process observations. The potential cause cannot be determined with the information available. The instructions for use states: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode cleaned of coagulum before rf energy is re-applied. Use only sterile saline and gauze pad to clean the tip. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and there was charring on side of the tip electrode. The physician considered the amount of charring to present a patient risk. There were no issues related to the catheter, pump, and generator settings. The patient was anticoagulated with an activated clotting time (act) of 300 maintained throughout the case. No error messages or product problems were noted. Details regarding troubleshooting or the completion of the procedure were not provided. No patient consequences were reported.